Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2026 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-feb-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen via an implantable pump. The surgeon reported that the patient was experiencing increased spasticity. The surgeon did not attempt cap (catheter access port) procedure prior to surgery and did not take images prior to surgery to see if tip of catheter had been displaced. The surgeon elected to replace the catheter tip and the pump segment remained. The catheter tip segment was replaced and csf (cerebral spinal fluid) visualized flowing well from the new catheter. There were no environmental, external or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
H6. A26 is applicable to this event. A24 is no longer applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer's representative (rep). It was reported that the rep did not have possession of the device, and that the healthcare provider (hcp) discarded the device and did not send it in for analysis.